Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the head of the impactor broke during a total hip arthroplasty procedure. No adverse event or harm to patient was reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: it was identified an internal software error produced and submitted an invalid device product code in the previous submissions related to this reporting. The device product code has been updated with no further changes. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further information available.

Manufacturer narrative:
(B)(4). UDI: (B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Visual inspection of the device identified nicks and scratches from use. Apparent wear was present on the outer edges of the impactor. No fractures or breakage was identified. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.